Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to unknown reason. The customer also experienced high blood glucose level of 488 mg/dl. The customer did not mention any symptom and treatment related to high blood glucose level. The customer reported that the insulin pump had a blank display. They mentioned that the battery was of the insulin pump for more than 20 minutes, they changed the battery but it did not turn on. The customer stated the display was not blank less than 30 seconds and did not return. They reported that insert battery alarm did not display on the insulin pump screen after removing the battery. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. The customer reported that the display returned. The insulin pump was not dropped, bumped or exposed to moisture. The customer declined troubleshooting for high blood glucose level as they were not using the insulin pump. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.